Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that infusion set cannula was bent. The symptoms were noticed within 3 hours of insertion. The set was inserted in right arm. The issue led to the high blood glucose levels and his mom gave correction bolus via pump. The patient had high/large ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.